Event description:
A surgeon reports that during intraocular lens surgery, he noticed a split in the fold of the optic after it was inserted and unfolded in the eye. The lens had to be removed from the eye and the incision was enlarged. Additional info has been requested.